Event description:
In bed (bedridden), cannot walk (walking difficulty), feeling awful (feeling unwell), thigh swollen (swelling of legs), trouble sleeping (sleep difficult), knee swollen (nee swelling). Case narrative: initial information received on from united states 30-jul-2018 regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) male patient who experienced being in bed, cannot walk, feeling awful, thigh swollen, trouble sleeping and knee swollen, while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient past medical history included spinal operation. Concomitant medication included: oxycodone hydrochloride, oxycodone terephthalate, paracetamol (percocet) the patient past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using intra-articular synvisc one injection dosage unknown (lot - unk) for osteoarthritis. Patient reported being in bed and he could not walk since the same day of receiving synvisc one. On (B)(6) 2018 after a latency of 4 days patient was feeling awful. On an unknown date after an unknown latency patient had knee and thigh swelling. Patient reported that he had trouble sleeping and was using walker. It was difficult for him to get to the bathroom. Patient denied having fever. The patient reported that she received the injections on thursday morning and had it done on both knees. The patient's right knee thing got swollen, and she didn't know whether she should be in the emergency room or urgent care or if that was going to go away. The patient had these injections before and never had this problem. Then on thursday morning and it flared up, friday afternoon and it didn't go away. Corrective: walker for cannot walk; not reported for other. Outcome: unknown for all events. Seriousness criteria: disability for in bed and cannot walk. A product technical complaint was initiated and the results for the same were pending. A product technical complaint (ptc) was initiated on 30-jul-2018 for "synvisc one". Batch number; unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Additional information was received on 01-aug-2018. Global ptc number & ptc results were added. Text was amended accordingly. Additional information was received on 30-jul-2018. Details of the reaction were reported by the patient. Clinical course was updated. Text was amended accordingly.